Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and mildly calcified right coronary artery(rca). A 16mm x 4.50mm taxus¿ element¿ drug-eluting stent was selected for use and advanced but failed to cross the lesion. After several attempts of crossing the lesion, the physician noted that the proximal edge of the stent was damaged. The device was removed and was exchanged with a 20mm x 4.50mm taxus¿ element¿ drug-eluting stent which also failed to cross the lesion. After several attempts of crossing the lesion, the physician decided to stop the procedure. Subsequently, the physician noted shaft kink. The device was removed and the procedure was not completed due to another reason. The patient agreed to medication treatment. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent was damaged at its distal end. The struts from the centre to the distal end of the crimped stent were stretched and pulled out over the distal markerband. This type of damage is consistent with the stent meeting resistance during the withdrawal of the device from the patient. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the tortuous and mildly calcified right coronary artery(rca). A 16mm x 4.50mm taxus element drug-eluting stent was selected for use and advanced but failed to cross the lesion. After several attempts of crossing the lesion, the physician noted that the proximal edge of the stent was damaged. The device was removed and was exchanged with a 20mm x 4.50mm taxus element drug-eluting stent which also failed to cross the lesion. After several attempts of crossing the lesion, the physician decided to stop the procedure. Subsequently, the physician noted shaft kink. The device was removed and the procedure was not completed due to another reason. The patient agreed to medication treatment. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).